Event description:
It was reported during a routine check,the cardiosave intra-aortic balloon pump (iabp) power up test failure code #3. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site email), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) checked the unit and observed vacuum and pressure set points out of range. Then the fse calibrated the regulator,performed all the functionality tests, all tests were passed. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.